Event description:
It was reported that the procedure was to treat a calcified lesion in an unspecified artery. The 6x200mm armada 35 was prepped per the instructions for use and there were no issues during advancement. However, the balloon ruptured during the first inflation at 6 atmospheres. The armada was removed and an atherectomy device was advanced to spin the calcification. Then, another 6mm armada balloon was advanced and used without issue. There were no reported adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported balloon rupture appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.